Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. In this case, the patient was noted to originally have mitral valve replacement for endocarditis. It has been determined that the root cause of this event was due to patient related factors. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic mitral valve, implanted three (3) months, was explanted due to recurrent endocarditis with severe mitral incompetence, mitral regurgitation and mitral vegetation. The explanted device was replaced with another edwards bioprosthetic valve. The patient was transferred to the ICU in stable and satisfactory condition. The patient was discharged in stable condition on pod #16.

Manufacturer narrative:
Multiple requests for additional information regarding this case have been performed. No additional information has been provided from the healthcare provider to date. The explanted valve was also discarded at the hospital. There is currently insufficient information to determine the root cause of this event. However, there has been no allegation of any device malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 33mm pericardial valve. No other details provided.